Event description:
We received a report from a surgery center regarding a female patient who received an intraocular lens (iol) on (B)(6) 2012. Following the surgery the facility determined the patient was implanted with the wrong power lens. There was nothing wrong with the lens. On (B)(6) 2012 the lens was explanted and a new iol with a different power was successfully implanted. A new incision was made for the explant; the initial incision was not enlarged. The lens was cut in half to be removed. There was no patient injury or complications during the second procedure.

Manufacturer narrative:
Visual inspection shows a lens were the optic was cut in half, precluding diopter measurement. No optical deviations on the optic parts could be found. The returned intraocular lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. All pertinent information available to abbott medical optics inc has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.